Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that about a month ago, patient got a sudden strong jolt; it was so intense that patient had to get his remote to turn stimulation off. It's happened a couple of times since, but the sensation stopped on its own. Patient doesn't recall the setting when he turned stim off. Impedance test showed 700-900 ohms range, and rep did change reference electrode to confirm impedance is good. Patient also reports sometimes the implant site feels hot; assessment of the pocket didn't reveal anything, no movement or change of ins in pocket. Patient has adaptivestim (as) but only uses 1 group, 4.8 upright and upright/mobile, laying back 3.0, laying left 5.1, laying right 3.4. Troubleshooting steps were reviewed with the rep including testing impedance in different body positions, increasing stim, slowing in each body position, x-ray, reorienting ins and setting the angles properly. No accident/fall/trauma reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient¿s healthcare provider (hcp) submitted a claim to (B)(6) to remove the ins. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient sent them an email indicating that since their appointment with the rep they were suffering from panic attacks and depression because of what happened with their neurostimulator. The patient claimed to be afraid to turn stimulation on. The patient claimed that the rep left stimulation on at the conclusion of their appointment, but the rep stated that their session reports says the stimulator was off at the end of their session. The rep indicated that they would follow-up with the patient¿s medical doctor and the patient the event was sudden and began on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause of sudden strong jolt was unknown. Actions/interventions taken to resolve the issue were that adaptivestim settings were reset. It was unknown if the issue was resolved. Patient has stated that he would like the device explanted and notified the managing hcp. It was unknown if the panic attacks and depression has been resolved. Patient's weight was unknown. The provided information was confirmed with physician/account. No further complications were reported.